Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer experienced an elevated blood glucose level of 560 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.